Manufacturer narrative:
Results of investigation on subject device will be filed in a supplemental report when sample is received.

Event description:
After emergency, insertion of swan ganz catheter, the doctor couldn't insert air into the balloon. Unsure if it was pre-tested from asking the nurses at the bedside due to the emergency status of the patient. The doctor quickly removed the catheter and another swan was threaded. No packaging was kept. The patient's status is expired; however, it is thought that the product incident did not cause or contribute to the patient's expiration.